Event description:
Pt found to be in cardiac arrest. Connected to life pak 9. Attempted to defibrillate for v-fib. Monitor would not discharge. Checked synch and charge. Attempted multiple times, but it would not discharge. Another monitor was obtained and pt was defibrillated on the first attempt. Malfunctioning equipment immediately removed from service and taken to biomedical engineer for testing. Testing verified that when the cable is pulled in one certain direction it will not discharge. This event occurred at approx. 1430.